Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an infection. The patient was planned to be seen in-clinic for a system revision, in which the s-ICD system was explanted. The electrode model and serial number remain unknown. No additional adverse patient effects were reported. The electrode is not expected to be returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an infection. The patient was planned to be seen in-clinic for a system revision, in which the s-ICD system was explanted. The electrode model and serial number remain unknown. No additional adverse patient effects were reported. The electrode is not expected to be returned for analysis.